Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error and a no delivery alarm. The blood glucose reading was 290 mg/dl. He reported that the issue had been resolved by a complete set change. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.